Event description:
It was reported to boston scientific that a sensor guidewire was used during a percutaneous nephrolithotomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the distal portion of the guidewire along with the core wire was cut by the tip of the coloplast august during guidewire retraction. The detached portion of the guidewire remained in the patients kidney. The procedure was not completed due to this event. There was no available information regarding the patients condition post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Product not returned.